Event description:
In the article "diagnosis and management of dermal filler complications in perioral region", journal of cosmetic and laser therapy: officially publication of the european society for laser dermatology, (2014 july 21 pp 1-22 electronic publication date: 07/21/2014 the authors review 26 medical charts of patients with filler complications in the oral region after injection with dermal fillers.. Of the 26 patients, 2 were injected with unspecified hyaluronic acid dermal filler; though the MFR of the devices was not identified, it is allergan's conservative approach to report events that may be related to our products. "Only 18 patients presented the original labels or leaflets for the products implanted by other physicians or non medical professional". This report captures the following: after injection with hyaluronic acid dermal filler the pt developed "lumps" and was treated with "antibiotics." "Ha clinical presentation were as "angry red nodules," bigger in volume then the original implants."

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. Multiple requests for further info have been made. Allergan has not received any additional info from the authors. The event of "angry red nodules", bigger in volume than the original implants" is a physiological complication and analysis of the device generally does not assist allergan in determining a probably cause for this event.